Event description:
An issue was reported where the customer experienced a discrepancy between the displayed and actual time on their device. There was no adverse impact to the customer¿s blood glucose level, as they remained within the normal range. The customer was assisted by technical support in updating the pump time and was advised to monitor for any future discrepancies, acknowledging the guidance provided.